Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user did not check the disinfectant solution concentration level every time when disinfecting. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. There is a possibility that the user misunderstood how to use the test strip. When the user uses the subject device, the disinfectant solution concentration level should be checked every time by the test strip.